Event description:
A micl 12.6mm implantable collamer lens was returned without further information. The lens was returned damaged. Further information has been requested but non has been forthcoming. When additional information is available a supplemental will be filed.

Manufacturer narrative:
(B)(4) - lens work order search. (Results) - visual inspection of the returned product found both plate haptics are torn and pieces are torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaints were found within the same work order. (Conclusions) - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).